Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/16/2017 with the following findings: a review of the pump black box data shows evidence of a short battery life with voltage drops resulting in battery alarms on 6/28/2017 and 7/01/2017. During visual inspection of the pump, it was observed that the battery compartment was cracked and had damaged threads. There was evidence of moisture contamination inside the battery compartment and underside of the battery cap. The pump was able to power on with the returned battery cap even though the cap was unable to fully tighten onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump case was removed and there was no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.